Event description:
It was reported by the affiliate that when (1) tvc55 device was used during a total gastrectomy procedure it locked out. Another device was used to complete the case with no consequence to the pt.